Event description:
Philips received a complaint by the customer on the v60 indicating that the device will not turn on. There was no indicator of the battery being connected or on. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomed customer informed that the device recognizes that it is connected to ac power, but no other lights are illuminated, and the unit will not power on. The issue remains after replacing the power switch overlay. The rse informed the customer that the issue could be caused by the power management (pm) pcba that was recently replaced. Part number for the pm pcba has been ordered for the repair. The rse dispatched a field service engineer for onsite repair.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that the device would not power on. The fse replaced pm pcba board to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.